Event description:
Unexpected return _ the IV tubing port leaked (nicu).

Manufacturer narrative:
Additional information provided: d.10. An unexpected return from the customer confirmed a female luer crack. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted a crack in the female luer wall on the opposite end of the injection gate of the set. The location of the luer gate on the female luer (below the ¿wings¿) indicates that this female luer was manufactured after the change order that moved the injection gate to a lower location to help mitigate and prevent female luer cracks. No tool marks or signs of over torque were observed. No damages were observed on the male luer. Functional testing confirmed leaking from the cracked female luer. The root cause of the crack is a result of internal stresses created in the luer during the manufacturing process that make it more susceptible to chemical/mechanical attacks. Device history record for model 10015817 could not be performed due to no lot number being provided by customer.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Unexpected return _ the IV tubing port leaked (nicu).